Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged one day after implant. The physician attempted to reposition the lead, but was unsuccessful. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.